Event description:
It was reported the customer was hospitalized due to an amputation. Customer was in the hospital for about a month and was not using the pump. Customer's daughter was trying to get the insulin pump set up for the customer, she stated she went through twelve different batteries and continues to get a battery out limit. Customer's most current blood glucose was 250 mg/dl. The device was alarming during the call. Customer cleared alarm and unexpected restart alarm occurred, cleared alarm. Customer's daughter was assisted with reprogramming the device. Basal rates were checked, correct. Customer's daughter was not sure when the device was powered down. Troubleshooting for unexpected restart was performed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.